Event description:
It was reported the trial patient had no stimulation sensation. Replacing the lead resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0s6u3, product type: lead. (B)(4).